Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 433 mg/dl. The customer declined the high blood glucose troubleshooting. It was stated that the insulin set leak at the quick release where it was injected and there was a blood on the 2 infusion set. The insulin pump will not be returned for analysis.